Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some time after implant right atrial (ra) lead exhibited no capture and far field r-wave (ffrw) oversensing. It was confirmed that the lead had dislodged. The lead was programmed off. No patient complications have been reported as a result of this event.